Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 14147791/14010975.

Event description:
It was reported that the patient was experiencing loss of therapy secondary to lack of charging. The patient underwent a revision procedure where in the ipg and leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned.